Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c creatinine (enzymatic) and glomerular filtration rate (gfreepi) results for one patient. The following data was provided (no units of measure were provided for the gfreepi results): sample ID (B)(6) creatinine result, on (B)(6) 2020, was 84.3 umol/l, gfreepi result was 68. The patient was drawn again, sample ID (B)(6), creatinine result, on (B)(6) 2020, was 184.9 umol/l, gfreepi result was 26, the creatinine result was questioned by the physician. The patient was drawn again, sample ID (B)(6), on (B)(6) 2020, the creatinine result was 81.0 umol/l, gfreepi result was 72. The gfreepi is a calculation based on the creatinine result, so the discrepant gfreepi result will be evaluated based on the creatinine. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c creatinine (enzymatic) and glomerular filtration rate (gfreepi) results, on an alinity c processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed, as returns were not available. Historical performance of the alinity c analyzer was evaluated using the innovative quality system. Trending review determined no related trend for the issue for the product. Device history record review on the alinity c did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. No systemic issue or deficiency of the alinity c was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.